Event description:
It was reported that the user¿s ilet paired with a libre 3 plus experienced a temporary loss of sensor data to the pump, which resulted in a high glucose alert and a notice that automated insulin dosing would stop; the user restarted the phone and glucose values resumed on the pump with dosing restored, consistent with a bluetooth connection issue. Symptoms included none reported. Outcomes included resumption of closed-loop insulin delivery with a reported blood glucose of 235 mg/dl trending down under correction. Investigation included review of the event history and user-reported troubleshooting. Investigation of this case revealed that a device-to-device communication interruption between the sensor and the ilet was the likely cause, which resolved after a phone restart without hardware intervention. It was concluded that the event was due to transient signal loss to the ilet without patient injury and that education on connectivity troubleshooting was effective.